Event description:
It was reported that the insulin pump is stuck in the priming loop. The blood glucose reading is 153 mg/dl. The insulin pump alarmed during the prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to slightly loose drive support disk. However, the operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test.the insulin pump was received with cracked case at the display window corners, minor scratches on the lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.